Event description:
It was reported that a spectrum pump shut off without user input. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an evaluation was performed the evaluation confirmed and reproduced the reported shutting off without user input, caused by an unauthorized external chemical influence found on the battery pins. The rear case, including the failed battery pins, was replaced.